Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device interrogation, an error message was observed regarding incorrect parameters detected on the ICD. Programming changes were recommended. No further information was provided.